Event description:
As reported by hospital's materials management department: "stryker simplex p with tobramycin 3 [single dose] packages defective. One of the ampoule packages deformed and open. That plastic well appears to have been heated as it is not flat and true. Other packages are stuck together as the liquid in the ampoule may have broken as well.." No associated procedure.

Manufacturer narrative:
An event regarding packaging damage involving simplex unit carton was reported. The event was confirmed through visual inspection of the provided photograph. Method & results: device evaluation and results: no product was returned for evaluation, however one photograph was provided for review. The photograph shows a unit carton with the lot code mjz048. There is a blister containing an ampoule on the unit carton. There is no tyvek lid on the blister, the blister looks deformed. There is no seal on the blister. The ampoule is cracked/fractured at the neck. The ampoule appears empty. Medical records received and evaluation: not performed as there was no associated procedure reported, no medical records were provided. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: there have been two other similar reported events for the lot. The other two events are within this pi and relate to the same event. Conclusion: no product was returned for evaluation however, one photograph was provided for review. The photograph shows a unit carton with the lot code mjz048. There is a blister containing an ampoule on the unit carton. There is no tyvek lid on the blister, the blister looks deformed. There is no seal on the blister. The ampoule is cracked/fractured at the neck. The ampoule appears empty. It would appear that the ampoule broke during shipping/transportation resulting in the monomer leaking and damaging the blister . Further information such as return of all packaging including the unit carton and shipper box are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been two other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by hospital's materials management department: "stryker simplex p with tobramycin 3 [single dose] packages defective. One of the ampoule packages deformed and open. That plastic well appears to have been heated as it is not flat and true. Other packages are stuck together as the liquid in the ampoule may have broken as well". No associated procedure.